Event description:
An olympus representative reported to olympus, on behalf of the customer, a single use 3-lumen extraction balloon v, split in half during a retrieval sweep. The extraction balloon broke in half at the proximal short wire insertion port. The event occurred during a therapeutic procedure (endoscopic retrograde cholangiopancreatography- ercp) and was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.